Manufacturer narrative:
The unit was received with cracked and bleeding lcd glass. The unit was unable to perform functional tests due to the display anomaly. The following cosmetic damage was noted: minor scratches on the lcd window, cracked casing near the display window corners, broken belt clip slot, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that she woke up with a cracked screen. The patient's blood glucose at the time of incident was 181 mg/dl. Troubleshooting was initiated for the physical damage. The customer stated that she may have rolled over the device in her sleep, but she was unsure of how the damage occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.